Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent a right hip arthroscopy with iliopsoas tendon release approximately 4 and half years after primary right tha, for continued persistent pain post tha related to iliopsoas tendinopathy. Patient had continued pain with hip flexion post tha. The pain was temporarily relieved by a psoas tendon injection, indicating that as the source of the pain. Op note discusses significant retraction of the iliopsoas tendon indicating significant tension on the tendon, as well as copious scar tissue confirming tendinopathy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient presented with pain in right hip approximately 4 years post initial total hip arthroplasty. The patient underwent right hip arthroscopy with iliopsoas release. Attempts have been made and additional information on the reported event is unavailable at this time.